Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported that at certain point the therapy stopped been effective for their pain. Patient reported that they tried to recharge one day and noticed that the ins was off and had been off. Patient reported that they turned it on but did not get relief and it has been off since that time. It has been recharged every week since it has been ineffective. It was stated that it takes longer to recharge when a weekly recharge session is missed and it is frustrating to back up after more time has passed. Patient reported that they have found medical marijuana to be effective for their pain and was inquiring about the possibility of a device explant. Patient reported that they had great hope for the therapy when they were in the trial phase when it seemed to be helping but once it was implanted in their body, it wasnt effective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.